Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to autoreducing. Diagnostics revealed high and low impedances on several contacts. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported event of autoreducing/high impedance was confirmed. As received, paddle end segment had a break with all internal wires broken. The cause of the breakage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the paddle lead was explanted and replaced. The physician discovered that the lead had been twisted multiple times.